Event description:
It was reported the pt did not get the same therapeutic effect from the device as in the trial. The stimulation was in the wrong location. The pt had met with the hcp twice but the pain in the pt's back was still not being controlled. The pt also reporting getting discomforting surges of stimulation when walking up steps. Adjusting the settings on the device did not help. Additional info received indicated with the stimulation on (at 3 or 3.6) they had pain in lower back and testicles. When the ins was on it aggravates the pain in the testicles to the point where the pt "could not stand it." The pt had a colonoscopy and saw a urologist. It was indicated the device was pressing on a nerve. The pt still experienced shocking when going down stairs. It was felt this motion pushes the wire against the nerve. It was also reported there was one instance where the "device malfunctioned": the patient increased the stimulation and had no stimulation sensation, but then when the program was changed to a different group the patient received a shock. The patient's device was located in back. The patient's programmer and recharger had not been replaced. The device was not successfully reprogrammed. The patient was requesting explant of the device.

Manufacturer narrative:
(B) (4)